Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during the transseptal transcatheter mitral valve replacement (tmvr) procedure of a 26 mm sapien 3 ultra valve in a pre-existing annuloplasty ring, moderate paravalvular leak (pvl) was noted post valve deployment. The valve was post-dilated multiple times which resulted in central mitral regurgitation (mr). A valve in valve was then performed with a second 26 mm sapien 3 ultra valve. The patient was stable post tmvr procedure with no central mr and mild-moderate pvl.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, it warns that transcatheter valve replacement in mitral annuloplasty rings is not recommended in cases of partial annuloplasty ring due to high risk of pvl. It also warns that transcatheter valve replacement in mitral annuloplasty rings is not recommend in cases of rigid annuloplasty rings due to increased risk of pvl. Additionally, paravalvular or transvalvular leak and valve regurgitation are also listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for deployed valve exhibiting paravalvular leak (pvl) and central regurgitation were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, "during the transseptal transcatheter mitral valve replacement (tmvr) procedure of a 26 mm sapien 3 ultra valve in a pre-existing annuloplasty ring, moderate paravalvular leak (pvl) was noted post valve deployment. The valve was post-dilated multiple times which resulted in central mitral regurgitation (mr)". Regarding the paravalvular leak (pvl), per the instructions for use (IFU), pvl is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are several procedural and anatomical factors, which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the sapien 3 ultra valve was implanted in an annuloplasty ring in the mitral position. The type or shape of annuloplasty ring was unknown, and the shape of the ring could be circular or elliptical. Therefore, if the ring had an elliptical shape, it could create a challenge to have an adequate seal against the target site (annuloplasty ring) due to the valve being deployed in circular shape. In addition, per the IFU, "transcatheter valve replacement in mitral annuloplasty rings is not recommended in cases of partial annuloplasty ring dehiscence due to high risk of pvl". However, the implant site characteristic was unknown for this case. In this case, a definitive root cause was unable to be determined at this time, but the event may be due to the mechanisms described above. Regarding the central regurgitation, per a technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the central regurgitation occurred after the post-dilation of the valve. Therefore, it was possible over-expanding the deployed valve resulted in the central regurgitation. In this case, available information suggests that procedural factors (post-dilation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.